Event description:
Pcr test use for covid-19 under emergency use authorization (eua): tests results with one positive or detection for n1/n2 is being reported as a positive of covid to patients from the lab at (B)(6). Guidelines clearly state that results are "indeterminate" and to retest. The data is forwarded to state agencies and research studies which is skewing data analysis. For example, patients with positive results are called and asked to participate in a study being conducted at (B)(6) location. The concern is for the portion of tested patients with this result are unnecessarily being quarantined impacting employment, finances, mental health and family wellbeing. FDA safety report ID# (B)(4).